Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call questions on insulin pump and missing glucose meter. The customer's blood glucose was 480mg/dl at the time of call. Inquired on insulin pump upgrade and glucose meter replacement. Customer declined to trouble shoot for the high blood glucose as customer had already treated the high with manual injection. Advised sending glucose meter replacement. The insulin pump will not be returned for analysis.